Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because one side of prosthesis was showing evidence of proximal displacement. The cylinders and pump from the existing ipp were explanted and replaced with new components as a result. No patient complications were reported during the procedure. The explanted ipp components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because one side of prosthesis was showing evidence of proximal displacement. The cylinders and pump from the existing ipp were explanted and replaced with new components as a result. No patient complications were reported during the procedure. The explanted ipp components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. Information was later received from the patient indicating the explanted ipp stopped inflating after several months prior to replacement.

Manufacturer narrative:
Updated fields: b1, b5, d6